Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: knee revision performed on (B)(6) 2014. Original surgery was performed on (B)(6) 2004. Revision was performed due to loose tibial component. Components revised to mbt revision tibia and sleeve stem combo. Preoperative x-rays and photo of insert available. Patient initials (B)(6), female, weigh (B)(6)kg. No further information available. (B)(6) 2014 - email received from (B)(6) advising of the following; additional information received from (B)(6) on (B)(6) 2014: the damage medial posterior aspect was apparent on removal. The insert, however, is not the issue. Doctor has had a number of tibial revisions due to cement not bonding to the tibial tray. He uses routinely cmw 2. He is very experienced having done well over a 1000 pfc rp knee replacements. There was no prior trauma only pain due to the loose tibial component. The tray lifted out with no cement bond to implant. It may be worth looking at prior complaints under his name as he has now done a number of revisions for the same reason.